Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-07421. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device (wds) was inserted into a watchman® access system (was). The closure device was deployed and was too proximal so full recapture was performed. Sweeps were performed and no effusion was noted. A new 30mm watchman ® laa closure device was then successfully deployed. It was noted that was distal in the laa but it was not tenting. A pericardial effusion was noticed, the closure device was released and protamine was given. A pericardiocentesis was performed with the drain locked in and a total of 120cc of blood was drained. No further accumulation of fluid occurred. Patient remained stable the entire time. No further complications were reported and the patient was doing great and was discharged the following day.